Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconclusive in the absence of the event acetabuar shell, could not verify the complaint and suggest that this event is not device related.

Event description:
At the time of implantation of the insert, it was found that there was too much movement between the shell and the liner. It was removed and a new insert was seated successfully. There was no adverse consequence for the pt.